Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes the customer had observed false elevated values. This event occurred 1500 times. Patient 7 of 12. The following information was provided by the initial reporter. The customer stated: "customer has observed false elevated aptt values which not correlated with patients, they observed out 25 master health check up patients nearly 12 patients reports observed false elevated values.".

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes the customer had observed false elevated values. This event occurred 1500 times. Patient 7 of 12. The following information was provided by the initial reporter. The customer stated: "customer has observed false elevated aptt values which not correlated with patients, they observed out 25 master health check up patients nearly 12 patients reports observed false elevated values."

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes, returned to manufacturer on: 2023-06-06. H.6. Investigation summary: bd received 10 samples and 1 photo for investigation. The photo was visually inspected and shows tubes in a shelf pack tray with the shelf pack label showing. The customer¿s failure mode (erroneous results) cannot be assessed through photos. Customer return samples were tested and no issues relating to erroneous results were observed: no difficulties were encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure (erroneous results-aptt) because the defect was not evident in the testing of the complaint lot samples. Replicates of both customer returned and control samples tested were acceptable in terms of precision. All samples demonstrated clinically acceptable performance for all visual observations evaluated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is not confirmed with respect to erroneous results-aptt. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to erroneous results were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue.